Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken at 15.45 mm from its distal end, broken probe tip was not returned. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is not established, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified therapeutic procedure, the tip of the thunderbeat device broke off. The physician had to search for the tip in the patient. The procedure was completed with a back-up device and was delayed by less than 30 minutes. Additional information was requested but not available at this time. There were no further reports of patient harm.